Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a bipap device's sound abatement foam. There was no report of patient harm or injury. After the third attempt to have the device and components evaluated, the customer responded that he needs a paid shipping label to send back the device. The manufacturer is submitting an updated report at this time. After device return and completion of evaluation, a follow-up report will be filed.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a bipap device's sound abatement foam. There was no report of patient harm or injury. The device has not yet been returned to the manufacturer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.